Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3556 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line kinked. As reported, after the patients' initial chemotherapy and a positive flush reporters were suddenly not able to flush the line. Patient was sent for an x-ray which confirmed proper placement. The PICC line was withdrawn 1 cm and it started to flush and had brisk blood return. The patient returned today for more chemotherapy and again unable to flush the line. Cathflo was administered with no avail. It was then decided to put in a peripheral line and pull the patient's PICC line. An obvious kink in the line at the 9cm mark. No patient injury. Patient continued that day with a peripheral IV start with plans to insert a PICC line for the next round of chemotherapy.

Event description:
It was reported that a PICC line kinked. As reported, after the patients' initial chemotherapy and a positive flush reporters were suddenly not able to flush the line. Patient was sent for an x-ray which confirmed proper placement. The PICC line was withdrawn 1 cm and it started to flush and had brisk blood return. The patient returned today for more chemotherapy and again unable to flush the line. Cathflo was administered with no avail. It was then decided to put in a peripheral line and pull the patient's PICC line. An obvious kink in the line at the 9cm mark. No patient injury. Patient continued that day with a peripheral IV start with plans to insert a PICC line for the next round of chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed at the 9cm depth marking. The catheter kinked preferentially at the site of the impression during manual manipulation. Microscopic inspection of the sample revealed material buckling and discoloration in the vicinity of the kink. The permanent kink impression, material buckling and discoloration were consistent with the catheter shaft being sharply kinked. The use residue, event description and timing of the reported event suggested that kinking occurred during or shortly following device placement. H3 other text : evaluation findings are in section h.11.